Manufacturer narrative:
This report has been identified as b. Braun (B)(4). Results: a visual inspection was performed. The cover caps on the screw pillars and the seal on the lower housing are intact and not damaged. A functional test was performed. The device passed the self-test. A space line was inserted, the pump identified the line and it could be selected from the menu. It was possible to put the pump in operation. To clone the history files, the device had been attached to a space station with can-bus. No connection to hibased could be established. The can-bus resistance was measured and it could be found out, that the can-bus of the mainboard was defective. The device history files were read out and analysed. Because no day of occurrence was mentioned in the cc-notification, the last possible history was analysed. The last possible therapy was on the (B)(6) 2021. A space line was inserted into the device at 10:52 am. A new vtbi (200ml) and a rate (50ml/h) were set. After a purge the infusion started at 10:53 am. The infusion stopped because of a pressure alarm at 12:30 pm. The infused volume was 80,75 ml. No errors, malfunctions or anomalies were found in the history files. The downstream-sensor, the electronic pressure cut-off and the mechanical pressure limitation of the device were tested according to the requirements of the technical safety check. Furthermore the pressure stability of the safety clamp concerning the percolation (free flow possibility) was checked. The device matched the required values and standards. All measured values were within our specification. A delivery accuracy measurement according to iec (B)(4) was arranged. Here a nominal feed rate of 100 ml/h was chosen. The assessed mean deviation "a" of the second operating hour was measured and resulted in a value of -1,05%. To investigate the inside of the device, the device was completely disassembled. No damages or liquid residues were found inside the device. Judgment: the complaint could not be confirmed. Bad/wrong input/handling cannot be excluded. Even with a defective mainboard (especially the can-bus) no flow deviation can be comprehended. Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc.

Event description:
As reported by the user facility information by bbm sales organization in (B)(6): "overinfusion" customer information: "during a transfusion, the nurse says that the vtbi was not respected, and the time of administration exceeded the one she entered. When we tried to connect the pump to a computer, it was impossible. We couldn't retrieve the history. The nurse didn't keep the infusion set, nor the transfusion bag. The pump was tested after, by running another infusion in laboratory, and everything was fine."